Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device due to a leak in the control section, which led to an abnormality in the electrical parts and resulted in the displayed error message (e315). The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image." The event can be prevented by following the instructions for use (IFU) which state: "- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The electrical-connector had fluid invasion and corrosion, resulting in the e315 error. The evaluation revealed, the following findings: due to a scratch on control unit; water tightness was lost. Scope connector cover unit had a scratch, and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope displayed an e315 (scope communication error). The patient was not under anesthesia. And no delay was noted. No other procedural details were provided. There were no reports of patient harm or impact associated with this event.